Manufacturer narrative:
Internal complaint reference (B)(4). Part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with biological debris on it, the prongs at the distal end of the shaft of the insertion device are deformed. No suture strings or anchor was returned. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause for material deformation has been associated with unintended use of the device. Factors that could have contributed to the failure include unintended inappropriate or excessive force or torsion to the device, or an inadvertent impact event inconsistent with normal use. The root cause for anchor breakage could not be determined since the reported malfunction could not be duplicated during the investigation, as the anchor was not returned for evaluation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder cuff repair, the twinfix anchor broke while being implanted. The broken pieces were removed from the patient using tweezers. The procedure was completed with a delay of less than 30 minutes using a smith and nephew back up device in the original drilled bone hole. No further complications were reported.

Event description:
It was reported that during a shoulder cuff repair, the twinfix anchor broke while being implanted. The broken pieces were removed from the patient using tweezers. The procedure was completed using a smith and nephew backup device; however, it is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).